Event description:
An orsiro drug-eluting stent system was selected for treatment. During the attempt to implant the stent, the stent dislodged from the delivery balloon. Originally reported on MDR-1028232-2022-02017, but lot number was incorrect.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Initially, lot 03210583 was reported. After clarification, the returned lot 07214154 could be confirmed to be the complaint instrument. The technical investigation revealed that the balloon of the delivery system is not well folded anymore and has clearly been inflated. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The stent was returned wrapped in a cloth. The stent is severely deformed at both ends. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.